Event description:
The patient's husband called in, stating that on three v-gos out of the same box the start button accidentally released on its own and would not depress back in. The patient noticed this after trying to depress the bolus delivery button and it would not go all the way in. The patient also came on the phone and verified that she did not accidentally press the needle release button. She was wearing them for about 5 hours. She wears the v-go on the abdomen, on her left side.